Manufacturer narrative:
The clinical applications specialist (cas) visited the site and spoke with the surgeon. The cas provided feedback on the case. . Upon review of the images, the fringe pattern appears clear. There is a floater but it isn't within the ¿capture zone.¿ the fixation was adequate and images were centered. Two stable / consistent measurements were obtained with an excellent quality measurement. A confirmation has indicated that the systems in the other locations are a different version and the system this surgeon used at this facility, does typically run a little slower. The operators manual cautions it will be difficult to obtain accurate, consistent, and reliable measurements if any of the following conditions or situations exists: patients having progressive retinal pathology such as diabetic retinopathy, macular degeneration, or any other pathology that the physician deems would interfere with patient fixation. Patients having corneal pathology such as fuchs¿ corneal dystrophy, epithelial basement membrane dystrophy (ebmd), keratoconus, advanced pterygium impairing the cornea, or any other pathology that the physician deems would interfere with the measurement process. Patient¿s for which the preoperative regimen includes residual viscous substances left on the corneal surface such as lidocaine gel or viscoelastics. Visually significant media opacity, such as prominent floaters or asteroid hyalosis, will limit or prohibit measurement process. Image quality indicator will indicate when this is an issue. Patients having received retro or peribulbar block, or any other treatment that impairs their ability to visualize the fixation light. Utilization of iris hooks during any system image capture will yield inaccurate measurements. Potential complications: potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post radial keratectomy eyes might yield inaccurate refractive measurement. The customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause of the reported measurement discrepancy cannot be determined conclusively with the information provided for this complaint. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A operating room supervisor reported that a doctor feels that readings are not accurate while performing a cataract surgery procedure. The doctor also noted that it takes a long time to get captures. Upon follow up, the doctor said the images were not clear but did complete the surgery. The doctor is unsure if the intraocular lens (iol) recommended by system was implanted and is not aware of any problems post operatively with the patients.